Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a notifier for elective replacement indicator. A review of the device indicated that the device had experienced premature battery depletion and could not be interrogated. Device was explanted.

Manufacturer narrative:
The reported field event of the inability to communicate with the device was found to be caused by a depleted battery. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.